Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was able to pull 20-40 units of insulin out of the cartridge after the insulin gauge displayed 0 units. Reportedly, the customer fills the cartridge with 280-300 units of insulin. The customer stated they might have over filled cartridges leading to the cartridge leaking. In addition, the customer reported the pump touchscreen backlight was too dim on two occasions. Reportedly, the customer had to use a flashlight to light up the screen. The pump touchscreen later returned to normal. The customer was unsure if the touchscreen issue contributed to the customer's fluctuating blood glucose (bg) levels. Manual injections were used to address elevated bg level and the customer stated the low bg level was addressed "on their own." Reportedly the customer would continue to use the pump for insulin therapy.